Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 1 months after the dental implant was placed non-osseointegration was observed. Primary stability was not achieved. The patient presented with type iii. The device will be forwarded to the manufacturer for investgation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reports that 1 months after the dental implant was placed non-osseointegration was observed. Primary stability was not achieved. The patient presented with type iii. There were no reported patient injuries or complications.